Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria.visual/microscopic inspection: the sample was clean. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the device. It was noted that a loose object could be heard inside of the probe housing.performance/ functional testing: the device was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was rotated again; however, the stylet would retract but not lock into place. The sample was disassembled and the internal components examined. One of the stylet tangs was found to be broken. The stylet could not lock into the primed position due to the broken stylet tang. It was noted the cannula hub was from cavity 1 and the stylet hub was from cavity 2.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer.conclusion: the investigation is confirmed for a break, as one of the stylet tangs was found to be broken. The investigation is inconclusive for self-activation, as the device could not be functionally tested due to the break. The root cause for this event was determined to be supplier related due to over-processed resin.labeling review: the current IFU (instructions for use) states: precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use.directions for use: bard monopty disposable core biopsy instrument preparation: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure the device allegedly self-activated before the health care provider depressed the bottom trigger. There was no report of patient involvement.